Event description:
It was reported that the ilet was unable to pair with the freestyle libre 3 plus cgm, with alerts indicating a pairing failure, and after an instructed restart of the ilet the cgm connected and the sensor began a brief warmup, which aligns with an intermittent communication failure associated with the cgm communication pathway, including the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability-related communication issue consistent with intermittent communication failure involving the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.